Event description:
It was reported that during an unspecified procedure, it was observed the copilot started leaking contrast; no seal around the copilot with potential for air. When inserting the guide wire no issues were noted; however, upon using a guide wire and a balloon catheter together the copilot began to leak. There was no clinically significant delay in the procedure reported. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of event estimated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.